Event description:
The pt's nurse called lifescan and alleged that the pt's meter was prompting an apply sample message. He called this physician because he was unable to test on the meter. He reported no symptoms at the time of concern. At the time of the call to lifescan the pt had not yet seen his physician. No medical intervention was reported. The pt was unable to troubleshoot because he did not have any more test strips. No blood glucose tests were performed on the pt and no treatment was provided. A replacement meter has been sent.